Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr (B)(6) reported, via stryker employee (B)(4) that the femoral alignment guide is curved or bent. This happened while a surgery. The surgeon was able to finish the surgery without any consequences.